Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement/no medical intervention, has caused or contributed to pt injury. Device issue: stent dislodgement. It was reported that the 3.5x15 mm vision stent dislodged inside the protective sheath when the device was being removed from the packaging. Reportedly, there was no pt involvement. No add'l event or pt info is available.

Manufacturer narrative:
Results and conclusion summation: based on the info no root cause could be determined for the reported stent dislodgement. Factors that can affect stent dislodgement outside the body include, but are not limited to, positive pressure during prep, negative pressure during sheath removal, forced sheath removal, or improper or inadequate crimping at the time MFR. However, there are in-process controls in place to ensure that the stents are crimped adequately during manufacturing. A review of the lot history record did not reveal any non-conforming material reports that could have contributed to this complaint, and there has been no similar complaint reported for this part/lot number combination.